Manufacturer narrative:
(B)(4): the analysis was performed by asahi intecc. Co. Ltd: close investigation of the returned sion blue guidewire indicated no notable irregular or defect with it, such as deformation, deviation in the dimensions, coating damage or coating defect, those which may cause the manipulation difficulty to the concomitant device(s). The cause and the circumstance of the reported moderate resistance felt with the stent delivery system could not be determined with the returned guidewire. Since all the shipped products are inspected in the production process for meeting products specifications and the release criteria, there is no indication of a product deficiency. The instructions for use (IFU) describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.

Event description:
It was reported that the procedure was to treat a moderately tortuous proximal right coronary artery. A sion blue guide wire was placed in the lesion and a 2.5 x 12 mm nc trek balloon catheter was inflated at 12 atmospheres one time. During removal of the balloon catheter, when the balloon was about half way between the lesion and the hub of the guiding catheter there was difficulty removing the balloon catheter. When the balloon exited the rotating hemostatic valve (rhv), the resistance became even more significant and the wire pulled back slightly from the lesion. The catheter was removed from the wire and the vessel was rewired with a non-abbott guide wire and the sion blue guide wire was removed from the anatomy. A non-abbott catheter was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc trek is being filed under a separate medwatch MFR number. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.